Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures.

Event description:
It was reported that the procedure was to treat moderately calcified distal left anterior descending artery. The vessel was pre-dilated with a 2.25x8mm unspecified balloon and a 2.25x15mm xience prime stent was deployed. While removing the stent delivery system, check shot revealed a dissection a the distal end. The dissection was covered with a 2.25x8mm drug eluted stent and timi iii flow was established. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.